Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, update the follow-up type. Update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. The root cause of the issue is unknown, as a review of the logs were inconclusive. The interim solution was to reboot the system. For the final solution, the customer service engineer reloaded the software, and tested system; there have been no further service issues.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that at the conclusion of an unspecified procedure, the sonographer found that some of the images were corrupted and would not transfer to pacs. The sonographer felt that the images that could be selected as part of a teaching file was sufficient enough to make a complete exam. There was no patient injury reported. No additional information was provided.